Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrojejunostomy, the stapler fired however there was an incomplete staple line distally and staples did not form evenly. To resolve the issue suturing was done.